Manufacturer narrative:
(B)(4). The device sample is currently in the custody of risk management at the user facility and until further notice it is not available for return to teleflex for investigation purposes.

Event description:
The customer alleges that a physician had inserted the green ruschlite disposable mac 3 laryngoscope blade into the patient throat of a surgical patient. The physician saw that the sheathed end of the pipe light detached from the blade and fell out of the line of sight and down the patient's throat. The surgical procedure was delayed. Intervention - a bronchoscopy was performed to find and retrieve the sheathed green tip of the pipe light in the patient's airway. The user facility reports that the patient was not harmed in any way as a result of the incident.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that a physician had inserted the green ruschlite disposable mac 3 laryngoscope blade into the patient throat of a surgical patient. The physician saw that the sheathed end of the pipe light detached from the blade and fell out of the line of sight and down the patient's throat. The surgical procedure was delayed. Intervention - a bronchoscopy was performed to find and retrieve the sheathed green tip of the pipe light in the patient's airway. The user facility reports that the patient was not harmed in any way as a result of the incident.